Event description:
It was reported the patient has pain from her ipg runs across her back along her waistline. She stated she was unsure when the issue began, but the pain has worsened. She feels the pain with stimulation on or off. The patient plans to follow up with her physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.